Manufacturer narrative:
Haemonetics received the device data download from the procedure associated with this event. The device data download indicates hardware and software are working successfully as designed. Without actual measured quality data on product it is unknown what the final product quality was. A custom process setting group was used with slightly lower wash volumes (500 ml setting vs 750 ml default), higher fill speed (300 ml/min vs 225 ml/min), and lower autofill (300 ml vs 800 ml) and resume volumes (300 ml vs 400 ml). User interaction indicates user initiated concentrate cycles, pump speed increases, as well as fill button presses. Bowl optics detects air plasma, centrifuge operating at correct speeds, effluent detecting a significant difference from the start of wash to the end of wash, as well as manifold pressure sensor detecting empty saline bag and prompting customer are all signs indicating acceptable system behavior. There was no malfunction in the device operation.

Event description:
Haemonetics received a report of a post transfusion death of a patient after a transfusion with cell salvaged blood on the cell saver® elite® autotransfusion system. The patient underwent total hip arthroplasty on (B)(6) 2017. The patient was transfused approximately 257 ml of autologous blood. On (B)(6) 2017 the patient died due to hemorrhagic shock. There is no other available information at this time.